Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
Boston scientific received information that this pacemaker is exhibiting a significant change on projected remaining longevity from (B)(6) 2015. Evidence suggests that this device longevity is dropping faster than expected. Reportedly on (B)(6) 2018 showed 5.5 years and on (B)(6) 2018 showed 3 years. Engineering analysis requested and it was confirmed that this device was depleting abnormally. Additional information was received. This device was explanted as battery depleted abnormally. No additional adverse patient effects were reported.